Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who is implanted with a neurostimulator. It was reported that the patient was seeing the setting not available message on their patient controller. There were no external factors noted which may have contributed to this issue. An impedance check showed ¿avoid on electrodes 13 and 14 with 17,000 ohms and 32,000, respectively. The system could not deliver the desired energy and all programs were using electrodes 13 and 14. The manufacturer representative programmed around electrodes 13 and 14 and still had issues getting the settings not available message on the patient controller and the out of regulation message on the clinician programming tablet. The manufacturer representative also avoided electrodes 8 and 12 with 3160 ohms and 4000 ohms, respectively. All of the other electrodes were less than 1000 ohms. This finally worked to achieve coverage and paresthesia. The patient was no longer seeing the settings not available message and the issue was resolved at the time of the report. No surgical intervention was planned or performed. There were no patient symptoms or complications reported.